Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow sensor and the flow module to lab use only (luo) testing equipment. Upon power up of the luo roller pump a 'flow: check sensor' message was displayed. The flow sensor was disconnected and a luo flow sensor was installed with the same message of 'flow: check sensor' displayed. The flow sensor was reinstalled and the flow module was disconnected. The pst installed a luo flow module and the system functioned as intended. It was determined that the flow module was defective. The module was disassembled and it was found that two chips on the printed circuit board had one leg each that had irregular soldering.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per supplier evaluation, the failure was repeatable when the operational environment temperature was at 45 degrees celsius (c). The problem was not reproducible under normal room environment conditions. The solder joints exhibited wetting to the printed-board solderland and the component termination. The solder joint fillets had the correct wetting angle and were acceptable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the flow module and the flow sensor. Testing was completed. The unit operated to the manufacturer's specifications. The flow sensor that was replaced was part number 6382, serial number (B)(4), UDI (B)(4). The suspect devices were returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit had no flow reading while prime was flowing at five liters per minute (lpm). As mitigation the perfusionist reset power to the flow module and the flow readings were restored. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.